Event description:
It was reported that 2 8.5 in pressure rated minibore sets experienced leakage. The following information was provided by the initial reporter: yes it was the same lot number for the catheter. We had an incident last week which was also corrected by putting another extension set on. We thought it was a onetime occurrence. Yesterday I was inserting an IV that leaked as well when flushed. It looked to me that it was leaking at the extension connection, so I replaced it with a different type of extension set, max bore, as opposed to the mini bore. This corrected the leaking issue.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of leaking at the mini bore extension connection could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5313-c lot number 21036177 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 16mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of leaking at the mini bore extension connection could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5313-c lot number 21036177 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that 2 8.5 in pressure rated minibore sets experienced leakage. The following information was provided by the initial reporter: yes it was the same lot number for the catheter. We had an incident last week which was also corrected by putting another extension set on. We thought it was a onetime occurrence. Yesterday I was inserting an IV that leaked as well when flushed. It looked to me that it was leaking at the extension connection, so I replaced it with a different type of extension set, max bore, as opposed to the mini bore. This corrected the leaking issue.